Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and diminished sensing. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) due to ventricular undersensing. The rv and ra leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv and ra leads were reprogrammed.